Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. An electric continuity test was performed and passed. Cut a seal test performed and passed. The instrument was fully functional. No product issue was identified. The instrument passed energy delivery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) jaws were glued with tissue. The coating did not work. The procedure was completed with no reported injury.